Event description:
The user received low sodium results for several days for about 20 patient samples. The user provided patient sample results of 129 and 126 meq/l. No date of testing was provided. The user stated they sent the samples to a reference lab for repeat testing on (B) (6) 2010 and the results were "normal". No specific data was provided for the repeat testing. The roche normal reference range was 135-147 meq/l. None of the initial results were reported. The field service representative determined there was a problem with the electrodes and ise tubing and he replaced them. To verify the analyzer operation, he ran quality control, calibration, system software and analyzer operation procedures.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.